Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) for lcp one-third tubular plate with collar 10 holes/117mm; lot unknown. (B)(4). Device is not expected for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery of the left foot was performed on (B)(6) 2016 due to plate breakage. The date of the original surgery is unknown. Post-operative x-rays taken on an unknown date revealed a broken lcp one-third tubular plate with collar 10 holes/117mm plate. The plate broke in two pieces near the fourth hole of the distal end of the plate. The hole closest to the ankle. There was no screw implanted at that fourth hole of the plate. The plate construct; one (1) broken plate, five (5) 3.5mm intact locking screws, and one (1) 3.5mm intact cortical screw were removed easily. The patient was revised to a synthes hind foot nail, with two (2) 6mm locking screws and one (1) 5mm locking screw. The procedure was completed successfully with no reports of delay or medical intervention. The patient¿s post-operative status was noted to be stable. This complaint has 1 device. Concomitant medical products: 3.5mm locking screws, part #-unknown, lot # unknown-quantity (5); 3.5mm cortical screw, part # -unknown, lot #-unknown. Quantity (1).